Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 7/jun/2024 during follow-up for file (B)(4), fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2024. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient was experiencing intermittent abdominal pain and cloudy peritoneal effluent fluid for approximately 1-week. A peritoneal effluent fluid culture and cell count were obtained (wbc cell count = 357 u/l, neutrophils = 79%) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3-4 days (based on vancomycin trough level) and ceftazidime 2000 mg daily (durations not provided). However, on (B)(6) 2024 the patient went to the emergency room for complaints of ongoing abdominal pain and bloating. The patient was concerned she was having an allergic reaction to the ceftazidime and was treated with intramuscular (im) morphine 10 mg x 1 with good effect (no evidence of antihistamine administration). The patient was prescribed oral oxycodone 5 mg as needed for pain x 3 days and was released approximately 4 hours later in stable condition. Following discharge, the patient was advised to discontinue using the ceftazidime and continue utilizing the ip vancomycin 1500 mg every 3-4 days (duration not provided). The peritoneal effluent fluid culture returned positive for gemella haemolysans (date not provided), and the patient continued the vancomycin as prescribed. On (B)(6) 2024, a follow-up cell count was obtained and confirmed the patient¿s wbcs dropped to 17 u/l, and the neutrophils dropped to 7%. Per the pdrn, the cause of the peritonitis was not identified. The patient continues to undergo ccpd therapy utilizing a replacement liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by prolonged abdominal pain, bloating, and cloudy peritoneal effluent fluid, which required antibiotic therapy (incurred possible hypersensitivity reaction). The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, there was no indication the patient encountered a fresenius device(s) and/or product(s) deficiency, defect, and/or malfunction in relation to the serious adverse events. Gemella haemolysans is a gram-positive cocci and are considered part of the normal human flora. The organism can be isolated in the upper respiratory tract, gastrointestinal tract, and oral mucosa) of humans and is known to mostly cause endocarditis, meningitis, peritonitis. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum.

Event description:
On 7/jun/2024 during follow-up for file (B)(6), fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on 6/jun/2024. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient was experiencing intermittent abdominal pain and cloudy peritoneal effluent fluid for approximately 1-week. A peritoneal effluent fluid culture and cell count were obtained (wbc cell count = 357 u/l, neutrophils = 79%) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3-4 days (based on vancomycin trough level) and ceftazidime 2000 mg daily (durations not provided). However, on 7/jun/2024 the patient went to the emergency room for complaints of ongoing abdominal pain and bloating. The patient was concerned she was having an allergic reaction to the ceftazidime and was treated with intramuscular (im) morphine 10 mg x 1 with good effect (no evidence of antihistamine administration). The patient was prescribed oral oxycodone 5 mg as needed for pain x 3 days and was released approximately 4 hours later in stable condition. Following discharge, the patient was advised to discontinue using the ceftazidime and continue utilizing the ip vancomycin 1500 mg every 3-4 days (duration not provided). The peritoneal effluent fluid culture returned positive for gemella haemolysans (date not provided), and the patient continued the vancomycin as prescribed. On 9/jun/2024, a follow-up cell count was obtained and confirmed the patient¿s wbcs dropped to 17 u/l, and the neutrophils dropped to 7%. Per the pdrn, the cause of the peritonitis was not identified. The patient continues to undergo ccpd therapy utilizing a replacement liberty select cycler without reported issue.